Event description:
It was reported that the physician was unable to communicate with the patient's generator. A battery life calculation performed with the available data indicated that 2.3 years were expected until the generator reached near end of service. The patient reported being able to perceive stimulation, which is sometimes uncomfortable. Patient was seen by another surgeon, who was not able to interrogate patient's device either. A generator replacement was planned but no known surgical intervention has occurred to date.

Event description:
Patient underwent generator replacement surgery. Prior to surgery, the patient's generator was able to be interrogated by the company representative. The explanted generator has not been received to date. The physician's programming system was checked and reported to be good.

Event description:
Settings and partial diagnostic test results were received for the patient's device.